Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited low impedance. No device intervention was performed. Patient was stable.

Event description:
New information received indicated that the patient was brought in clinic and the device was reprogrammed. Patient was stable throughout.